Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/01/2018. The customer contacted philip's product support and was advised to measure the voltage on the brown and green wires coming off the power supply. There was no voltage. Product support gave the customer the part number and price for the power supply. The biomedical engineer replaced the power supply to address the reported problem.

Event description:
The customer reported that the unit is running on battery only. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.